Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella rp smart assist system with automated impella controller section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient noted with pulmonary embolism was implanted with an impella rp device for mechanical circulatory support. While on support, device exhibited high purge pressure alarm. Medical staff increased the purge solution to the 5% dextrose injection (d5w), w/ 25 u/ml concentration and purge pressure improved. It was advised to run d5w as purge solution with the systemic tissue plasminogen activator (tpa). Patient was not making any progress. Medical staff was going to try tpa systemically. Family was at the bedside. Patient survived the procedure; however, patient's condition post procedure is unknown.